Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced a bent infusion set cannula on (B)(6) 2026 after approximately three or more hours following insertion. The infusion set had been in use for two and a half days, and the patient reported not regularly rotating the infusion site. This resulted in elevated blood glucose, which was treated with a correction injection via mdi.